Manufacturer narrative:
Through follow up with user facility personnel, it was discovered that the computer of the disinfector stopped working and the screen was black. The user facility elected to make the repairs themselves, and the washer was returned to service. A cause of the event could not be determined as the user facility declined service from a steris service technician. The washer is not under steris service agreement for maintenance; the user facility is responsible for all maintenance activities. Contrary to the user facility's report, steris is not aware of any "known issues" related to the hardware of the reliance 1227 cart washer. A 3-year complaint review indicates this to be an isolated event. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.

Event description:
The user facility reported via medwatch report #(B)(4) that "computer on the cart washer suffered an error believed to be a failing hard drive."